Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the calipers in the analyzer surgical cable, after being opened and closed several times, remained partially open, approximately 30 percent, and were unable to attach properly to the leads. As a result, the cable did not maintain secure contact with the lead during surgery. Troubleshooting steps were taken including replacement of cable and issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the calipers of the analyzer surgical cable remained partially open and were unable to securely attach to the leads. It was determined that the boot of the alligator clips was holding the clips open; when the boot was not positioned over the clips, they closed fully. Continuity testing did not identify any intermittent or shorted connections, and resistance measurements were within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.